Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating multiple occlusion events had previously occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use.